Manufacturer narrative:
The reported malfunction of "inappropriate ac indicator" was observed and attributed to user mishandling of device. The device was physically damaged on the housing, the battery catch was missing and the battery catch threads were missing. The reported malfunction of "unable to recognize electrode pads" was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. The multi-function cable and CPR-d connector were not returned for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to recognize a battery was installed and inappropriately indicated ac power. Additionally, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.